Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The first two balloons used deflated/popped during the procedure and a third balloon would not deflate. The balloons were able to be removed from the patient with no harm, and no additional procedures needed. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the functional test, device history record, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended usage of the device. The unb family warns to not overfill the balloon, as it might cause a rupture. The visual inspection of the two returned devices where reported and both were functionally tested by filling with water per the IFU. The first balloon was observed to have a pinhole leakage approximately 7.5 cm from the distal tip. The second appeared to function correctly, with no leakage presenting. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, only one balloon could be confirmed to have a leaked, however, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The first two balloons used deflated/popped during the procedure and a third balloon would not deflate. The balloons were able to be removed from the patient with no harm, and no additional procedures needed. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.